Event description:
It was reported that surgeon inserted a micl12.6 implantable collamer lens and it flipped upside down. Lens was removed. Further info was requested but not yet received. If any add'l info is obtained a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device (B)(4) lens flipped upside down. Method: work order search. Result: a visual inspection of the returned lens showed a piece of the haptic was torn off and missing. A work order search was performed and there was no similar complaints found. Conclusion: based on the complaint history, work order search and the eval of the returned product, we were unable to determine a specific root cause of the event. (B)(4).